Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. Additional suspect medical device components involved in the event: model#: sc-2352-70 serial#: (B)(4) description: linear 3-4 lead, 70cm model#: sc-4318 lot#: 20866311 description: clik x anchor.

Event description:
A report was received that the patient was experiencing infection at the implant site.

Event description:
A report was received that the patient was experiencing infection at the implant site.

Manufacturer narrative:
Additional information was received that no further information could be obtained. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient was experiencing infection at the implant site.